Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative tested the battery packs and calibrated the filament. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a filament regulator failure error message. No pt injury was reported.